Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during drain five of five of peritoneal dialysis therapy. It was determined that the home patient's (hp) largest prescribed fill volume was 2000ml, drain volume was 3585ml, and ultrafiltration volume was 1000ml. The hp stated no alarms or bypasses occurred during therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.